Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient was not able to make adjustments using their patient programmer. The patient reported that they used to have 4 different settings that they could adjust but now they were not able to. The stimulation was too intense now and they would like to decrease it but was not able to. The patient was not able to clarify what they saw on the patient programmer. During troubleshooting the patient was walked through syncing and changing the groups. The patient reported that they were able to see groups a-f and was able to change from group a to group b. It was then reported that stimulation was too high. The patient was instructed on how to decrease stimulation and the patient decreased the stimulation, confirming that it was more comfortable now. The patient would like to get in touch with a manufacturer representative to help with readjustments. It was reported that these issues started 10 days ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.